Event description:
It was reported via phone call that the insulin pump had a motor error and a motor positioning encoder error. The customer states there were no significant event leading to the alarms, but the motor positioning error was cleared. The customer states they do use the sensor. The customer's blood glucose level was 7.8 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.